Event description:
It was noted at follow up that the lead exhibited low impedance. Lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Only the proximal 21cm portion of the lead was returned. Normal coil continuity was measured. The outer insulation was externally abraded at 18.6cm to 19.2cm from the end of is-1 connector pin due to friction with the ICD can. The etfe coating of one rv cable was abraded at the same location. The reported low hv impedance could occur if the exposed metal of the rv cable comes into contact with the ICD can.